Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Air was visible in the lines indicating the cycler alarmed appropriately. The exact cause of the air in the circuit cannot be determined. The user's guide identifies probable causes of the alarms and provides adaquate instructions to resolve the alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed no add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air entered the arterial line at the beginning of a routine hemodialysis treatment, causing arterial and venous air alarms which could not be resolved. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 50cc. No medical intervention was required.